Event description:
It was reported that 5 of the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, before use, no fluid came out when attempting to inject.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that 5 of the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, before use, no fluid came out when attempting to inject.